Event description:
It was reported that the pump became shattered and unresponsive, while in the customers pocket. Customer¿s blood glucose was 162 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.